Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. Per additional information received, the patient has experienced grade 4 rectocele, enterocele, hypermobile urethra, vaginal vault descent, urinary stress incontinence, scarring, small bleeders, incidental cystotomy (organ perforation) and required additional surgical and non-surgical interventions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.